Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt) and electrical safety tests.

Event description:
Report received of ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.